Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch mgq297, xn734h and no non-conformances were identified. Investigation summary: a dispensed needle/suture piece of product code 734, lot # mgq297 was received for evaluation. During the visual inspection of sample, the swage and attachment area were noted to be as expected and body fluids and marks on attachment area could be observed, the suture was observed detached do the stress applied to the strand, present damaged on the surface caused by surgical instrument and stress at the suture end. The other section of the suture was not returned. Per the condition of the sample received, the assignable cause of the breakage suture is an improper handling.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown oral and dental procedure on (B)(6) 2019 and suture was used. The suture was broken easily during use. There were no adverse patient consequences reported.